Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranged from approximately 40-50's mg/dl. Reportedly, the customer had delivered two boluses prior to the low. Customer consumed glucose tablets and graham crackers to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.